Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a clogged auxiliary channel due to foreign material. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the auxiliary water supply function was affected by foreign material clogging the auxiliary channel. The event can be detected/prevented by following the instructions for use which state: instruction sevis olympus gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system. Reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) 5.3 precleaning the endoscope and accessories 5.5 manually cleaning the endoscope and accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.